Event description:
It was reported that the 9900 system had a communication error message and locked up during a case. The 9900 system was rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was repaired during the svc call. The system was tested and found to be working as intended and put back into service.